Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/pvc - portex tubes bluselect . A used decontaminated sample 10009163-004 8mm deht blu suctionaid sub-assy was received in plastic bag. During visual inspection the pilot balloon was cut off from inflation line. The IV bonding verses bilot ballon was found to be without any issue because the small piece was bonded with pilot balloon . It was noticed red valve is missing. Due to manufactured in tijuana a secondary assessment and investigation was implemented with reviewing manufacturing process and testing. The complaint could not be confirmed, as no product was returned just picture. The complaint will be documented for record and future complaints of this nature.

Event description:
The customer confirmed that the product worked properly in a pre-use check. However, during the use of it, a red component in the one-way valvewas missing, which caused leakage of air to occur. No patient injury.